Manufacturer narrative:
Customer turned off the monitor. Customer technical support advised customer to unplug the monitor if possible. Field service engineer found monitor was warm to touch, and replaced power cable and monitor. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to smoke coming from the monitor on the unicel dxc 800 pro synchron chemistry analyzer.no injury was reported.